Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that  the patient went to their healthcare provider (hcp) for routine reprogramming sometime after implant date, and the hcp informed the patient that the lead "was not making connection" and the lead had to be replaced. The patient said the lead was replaced because the lead was "old.